Manufacturer narrative:
A specific root cause could not be determined. The centrifugation speed appeared to be too low which may have contributed to a preanalytical issue. As the customer was using some none-roche reagents, reagent carryover was another possible cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low tp2 total protein gen.2 result for one patient sample. The initial result from a serum sample (dry gel-free tube) was 46.5 g/l and was reported to the doctor. On (B)(6) 2017, protein electrophoresis was performed with a normal profile. (Alb: 39.4 g/l, alpha: 1: 3.9 g/l, alpha 2: 7.1 g/l, beta: 1: 4.8 g/l, beta 2: 3.3 g/l, and gamma: 13.6 g/l). The customer decided to repeat a lithium heparin plasma tube from the patient that was drawn at the same time as the original serum sample and the result was 71.6 g/l. The repeat result for the serum sample was 72.1 g/l. There was no allegation of an adverse event. The reagent lot number was 208824 with an expiration date of 03/31/2018. Based on the data and information provided, a general reagent problem could be ruled out as calibrations and qc are acceptable. A preanalytical issue was suspected. The customer has had no issues since this event.